Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the neurologist via the rep stating the patient had an appointment with the neurologist on (B)(6) 2018. The neurologist stated the stimulators did not need to be turned off. He communicated that he turned down the settings and it was better. The rep had plans to meet up with the patient.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the rep via the hcp and the patient after the appointment on (B)(6) 2018. It was reported the cause of the pain in the neck was not determined. Impedances were normal. The patient said the neck pain had gone the day prior. The patient stated it had flared after a vacation. The patient left the appointment with excellent tremor control and was in no pain or discomfort. The hcp noted the patient had very high anxiety.

Manufacturer narrative:
Concomitant medical products: product ID: 3708660, serial# (B)(4), implanted: (B)(6) 2018, product type: extension. Product ID: 3708660, serial# (B)(4), implanted: (B)(6) 2018, product type: extension. Other relevant device(s) are: product ID: 3708660, serial/lot #: (B)(4), ubd: 16-mar-2022, UDI#: (B)(4). Product ID: 3708660, serial/lot #: (B)(4), ubd: 24-apr-2022, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins). It was reported the patient was having a lot of pain down his neck where the wire was located beginning two weeks prior. The caller stated the patient saw his neurologist on (B)(6) 2018 and the health care professional (hcp) said the device was malfunctioning and the hcp contacted a manufacturer representative (rep) but they had not heard back from her. The caller stated she did not know the details of the message sent to the rep. The caller asked if the rep could contact them regarding what the next steps would be. No falls or trauma were reported. No further complications were reported or anticipated.